Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2016-03305 / 03308). Product location unknown.

Event description:
Legal counsel for patient reported that during a hip revision procedure, a tamp was noted to be fractured, however, radiographs showed no evidence of any fragments being retained by the patient. This report is based on allegations set forth in plaintiff&#62688;complaint and the allegations contained therein are unverified.